Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D4: expiration date was added. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4: device manufacturer date was updated. H6: method code was updated to 4109. H6: results code was updated to 3252. H6: conclusions code was updated to 4307. H10: narrative/data was updated. The reported device was returned for evaluation. The reported condition of a fractured implant was confirmed. Visual inspection of the as returned product identified a complete fracture on the threads of the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The DHR was not available electronically for the subject lot number, thus could not be further reviewed at the time of the investigation. A notification to manufacturing has been sent and requested to pull the DHR for review. The pce will be reopened and updated if there is any indication of non conformance, or any possible manufacturing issue related to the reported event. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown.

Event description:
Doctor reports that implant oss441 fractured in tooth site #30. The implant was removed.